Event description:
Sorin group (B)(4) rec'd a complaint reporting that, during setup, the pump speed control knob would not turn. There was no pt involvement.

Manufacturer narrative:
The issue was detected during setup. There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) rec'd a complaint reporting that, during setup, the pump speed control knob would not turn. There was no pt involvement. A sorin group field service rep was dispatched to investigate. While at the facility, the field service rep confirmed the problem. The shaft angle encoder was replaced and subsequent testing found everything to be functioning properly so the system was returned to service. The shaft angle encoder was returned directly to sorin group (B)(4) for eval. The results of the investigation will be provided in a f/u report.